Manufacturer narrative:
Information listed in order of cuff, pump, balloon. Catalog #: 72400160, 72400098, 72400024; expiration date: 08/19/2014, 03/13/2014, 03/03/2014; serial #: (B)(4). Device manufacture date: 08/2009, 03/2009, 03/2009. This event was previously submitted on (B)(4) and new information prompted an emdr report to be submitted.

Event description:
It was reported via the plaintiff's attorney that two years after the ams800 artificial urinary sphincter was implanted, the plaintiff experienced recurring incontinence. "After performing several tests, it was found a defect in artificial sphincter." It was further reported that the plaintiff "has been suffering indubitable pain and embarrassment, as well as immeasurable and clear physical and psychological harm." "The device showed a defect in (B)(6) 2013; since then, the claimant has retained an object attached to his penis, with a hose on its end, which directs all urine to a bag attached to his leg.....in addition, urinary infections are frequent and generate pain that lead the applicant to seek immediate care, with several hospitalizations." "His sex life, and consequently his marriage, was affected given the impossibility of sexual intercourse with his wife, given that, when he removes all the apparatuses around his penis, urinary incontinence immediately arises." There were no further patient complications reported in relation to this event.

Manufacturer narrative:
Additional information was received stating the patient had his artificial urinary sphincter device removed and replaced due to fluid loss from the cuff. No additional patient complications were reported in relation to this event. Explanted (B)(6) 2017. Patient codes and device codes for fluid loss. Reportability awareness date may 18, 2017. Updated information: manufacturer is boston scientific - (B)(4). Reporting entity and manufacturing side is boston scientific - (B)(4).

Event description:
Additional information was received stating the patient had his artificial urinary sphincter device removed and replaced due to fluid loss from the cuff. No additional patient complications were reported in relation to this event.